Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-2218-70 serial: (B)(6) batch: 14424939 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The explanted devices were disposed by the facility. No further information has been obtained despite good faith efforts.